Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "scan again in 10 minutes" message from the adc freestyle libre 2 sensor. As a result, the customer resorted to using an unspecified meter to check glucose and obtained a reading of 175 mg/dl and self-treated with 1.5 unit of fast-acting insulin. The customer subsequently became hypoglycemic, dizzy, unable to stand, and obtained a capillary reading of 22 mg/dl. The customer was treated with glucose and honey by his wife (who is a nurse) and a post-treatment reading of 90 mg/dl was obtained. There was no report of death or permanent injury associated with this event.